Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). This case is linked to the FDA report nr. Mw5158475-2.

Event description:
The following was reported to hamilton medical ag: "ventilator circuit failure. Alarming for the flow valve to be flipped while the vent was attached to the patient." No health consequences or impact reported.

Manufacturer narrative:
It was reported the device alarmed for "flip the flow sensor" during patient ventilation. Medical intervention was required without any further information provided. No harm to the patient was reported. No log files were provided. No further feed back was received despite reminders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.